Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient reported increased glare and dysphotopsia. The iol was exchanged eleven months following the initial implant surgery. Additional information has been requested.